Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was going through the trocar during laparoscopic sleeve procedure, the surgeon stated that the 5mm instrument was "sticking" in the port and was not going through the port smoothly. They replaced the port to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the protective sheath of the radially expandable sleeve was cut. The obturator, trocar, circular and envelope seals appeared intact. The obturator was received inserted into the cannula; prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the radially expandable sleeve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.